Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between ccpd therapy with the fresenius liberty select cycler and the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty select cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Additional information was requested, however at the time of this investigation remains unavailable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving the m65 scale reading error during their pd treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient presented to the clinic with cloudy fluid and abdominal pain. The patient was then diagnosed with peritonitis after cultures results. The cause of the peritonitis was unknown. The pdrn stated that the patient did not required hospitalization. The patient was prescribed antibiotics, one gram of vancomycin for three weeks (route unknown) to treat the peritonitis. Per pdrn the patient was able to complete the peritoneal dialysis treatment by performing manual peritoneal dialysis therapy. Additionally, the pdrn stated that the patient has resumed continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues and without reoccurrence of the reported event.

Event description:
The patient lab results received confirmed that the peritoneal effluent fluid cultures collected on (B)(6) 2018 were positive for staphylococcus epidermidis peritonitis. Furthermore, the peritoneal dialysis registered nurse (pdrn) confirmed with the nephrologist that the antibiotic regimen be vancomycin 1 g, m/w/f, (route and duration unknown) which the patient was already prescribed.